Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Final analysis found that the pulse generator exhibited premature battery depletion due to a high current drain. The high current drain was reproduced after a new battery was installed. After downloading the product code, normal function ensued.

Event description:
It was reported that the pulse generator exhibited a sudden decrease in battery trend between (B)(6) 2013. The autocapture and acap confirm were programmed off. The device was explanted and replaced on (B)(6) 2013.